Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient presented in the clinic for the device changeout. It was also noted that the right ventricular lead exhibited high impedance. The pulse generator was explanted and replaced, while the lead remained implanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the bvvi was sudden drop in voltage consistent with low battery voltage and exposing the device to low temperature.